Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "residual fluid or foreign object comes out of the forceps channel" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the forceps channel. The event can be prevented by following the following chapters of the instructions for use: chapter 7 cleaning, disinfection and sterilization procedures chapter 8 cleaning, disinfection, and sterilization procedures for reusable parts and reprocessing equipment chapter 9 cleaning and disinfection equipmen.t olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope exhibited flooding inside the scope and residual fluid, or foreign matter came out from the forceps channel. There were no reports of patient involvement.